Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a missing top rear label. During analysis, the customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. Power up of the pump displayed lec 1871. Simulated use was able to download event log and read out the pump log. But it was not possible to run the pump, the pump errored out. The event log verified that the event occurred (one 1871 alarm recorded). The pump was opened and found the motor locked. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited "error 1871". No patient was involved in this event. No adverse effects were reported.